Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm could not be confirmed. From the data within the complaint information, the cause was determined to be air in the patient line. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there were some air bubbles in the line. The technical service representative (tsr) assisted with troubleshooting and resuming therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.